Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00863 and -00864. Device implanted in patient.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a penumbra coil 400 (pc400) coils and a penumbra coil 400 detachment handle. During the procedure, the physician successfully detached the first pc400 coil using the detachment handle. The physician advanced a second pc400 coil into the aneurysm; however, it would not detach using the detachment handle. The pc400 coil was removed from the patient and the physician required multiple attempts to manually detach it outside the patient. The physician used a third pc400 coil which he was unable to detach using the detachment handle, but was able to manually detach from the pusher wire into the aneurysm. The procedure continued using a new (fourth) pc400 coil and a new handle. There was no report of an adverse effect on the patient.